Manufacturer narrative:
The customer did not return the product for evaluation. Since no product information was provided by the customer, an in-house laboratory testing could not be performed using the retained samples from the affected lot of test strips and device history record of the affected meter could not be reviewed.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The customer's weight was not provided. Since no product details were provided, lot #, model # and expiration date, and device manufacture date were left blank.

Event description:
An advocate from brazil reported that there was a difference of 100 mg/dl between the blood glucose readings obtained on two separate contour plus meters. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer. The customer did not provide the product information.